Manufacturer narrative:
Ge healthcare's (gehc) investigation is completed. A gehc local field team was dispatched to the site to obtain scan specific info and investigate the environmental conditions. The on-site investigation focused on four main areas: environmental: (including cooling equipment, pt air cooling plus the mr scanner error log); surface coils / accessories: (surface coil / ECG checks); system / image quality: (system level testing to check for system failures); pt monitoring: (pt alarm & rf safety monitor checks). Test results for the system revealed no issues that caused or contributed to the burn. In addition to the on-site investigation, the coil involved in the reported event was returned to the mfg site for investigation. A surface temp test was performed and the coil passed. Pictures of the coil inner circuitry were taken and revealed a damaged preamp shield and a discolored, thermally damaged diode. An rf pin of the preamp was also found to be broken. Additionally, some of the decoupling circuits in the coil were found to be out-of-specification, by 5mhz at most. To determine the effect, experiments were performed, concluding that the out of spec decoupling circuit did not contribute to the event. A review of the complaint database was performed. No complaints of pt warming or burns were found for this coil. A review of the complaint database for similar products was also completed, and while there were complaints of pt warming, there were no complaints of pt blistering caused by thermally damaged components. A review of the DHR (device history record), dhf (device history file), and eco (engineering change order) history of product was also completed. There were no findings to indicate that the coil contributed to the reported event. Based upon the completed reviews and the results of device testing, it was concluded that the system did not contribute to the event. The root cause of the pt blistering was determined to be due to skin-to-skin contact. The mr system's operator manual provides the user a warning that a rf burn could occur if proper padding and pt positioning are not used during the exam.

Event description:
It was reported that during an mr hip scan, a pt experienced a burn on the lower right quadrant of his abdomen, in a belly fold. The pt was positioned feet first, supine with his arms above his head. The pt sustained a blister of approximately 1.2 in (30 mm), in the belly fold. The pt was treated with silvadene cream. The exam consisted of 7 scans. The duration of the exam was not provided. The site indicated that the pt was padded away from the bore to prevent body loops. The pulse sequences used for the exam were gre, cal scan, fse, fse, fse, fse, fse. The duration for the series was not provided.